Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the patient allegedly tampered with the devices to increase the ketamine dose. The clinicians reported that the patient unlocked the pcu using the tamper resist switch to adjust the ketamine dose rate. It was reported that the ketamine was ordered to infuse at 0.1 mg/kg/hr. (4.8 ml/hr.) Along with 0.9% nacl. Additionally, it was reported that the staff believed the patient may have switched the tubing (from one pump to the other) "to get a higher rate" of ketamine. One nurse was sure that the lines were initially set up properly but came in a couple hours later to find "the lines switched." There was patient involvement but no harm.

Manufacturer narrative:
The failure investigation revealed that the pump module s/n (B)(6) had no infusion activity relevant to the reported event. This MDR MFR report # 2016493-2023-175990 is submitted to report the incidental observations during device servicing post investigation. These findings are unrelated to the reported event of ¿patient tampering with the pca pump.¿ please refer to MFR report # 2016493-2023-175991 and 2016493-2023-175992 for the reports on the actual suspect medical devices identified through failure investigation. Correction: annex b : b21 annex c : c21 annex d : d16 additional information : device eval by manufacturer: annex a: a0404, a040502 annex g: g02017, g0301201, g0405206 annex b: b01, b14 annex c: c17 annex d : d07. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the patient allegedly tampered with the devices to increase the ketamine dose. The clinicians reported that the patient unlocked the pcu using the tamper resist switch to adjust the ketamine dose rate. It was reported that the ketamine was ordered to infuse at 0.1 mg/kg/hr. (4.8 ml/hr.) Along with 0.9% nacl. Additionally, it was reported that the staff believed the patient may have switched the tubing (from one pump to the other) "to get a higher rate" of ketamine. One nurse was sure that the lines were initially set up properly but came in a couple hours later to find "the lines switched." There was patient involvement but no harm.